Manufacturer narrative:
Additional information was requested, and the following was obtained: product code? Unk. Lot was reported as ¿20180619¿. Please clarify the lot number involved. The lot number reported was actually production date.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Product code? Lot was reported as ¿20180619¿. Please clarify the lot number involved.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture broke when sewing during the procedure. Changed another one to complete the surgery. No additional information could be provided. There was no adverse patient consequence reported.